Manufacturer narrative:
No RMA has been initiated for this issue. Model m51 - serial number/date code (B)(4) is approximately 5 years and 4 months old. The user manual part number 1125085 rev e (jul-05) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition is osteo arthritis. Her stability and medication regimen are unknown . The consumers is a (B)(6) female who is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges right motor caught fire. When they pushed the chair to put her into one of the store scooters they noticed the motor was on fire. Consumer alleges there were flames present on the chair. Store employee put the fire out with carton of milk that he had on hand. No injury is alleged.